Event description:
It was reported that a user forgot to announce a meal approximately 45 minutes after eating and called for guidance; the agent advised allowing the pump¿s automatic correction doses to address postprandial glucose without entering a late meal announcement. Symptoms included postprandial hyperglycemia risk without reported adverse signs. Outcomes included self-management guidance with no alarms, no medical intervention, and no hospitalization. Investigation included case review and user education on appropriate use of automated correction features. Investigation of this case revealed no device malfunction and no component issue, with device performance consistent with design and expected operation. It was concluded, based on previously established findings for similar reports, that the cause was user error related to a missed meal announcement, mitigated by device algorithm corrections.